Manufacturer narrative:
The investigation for the reported urge disc/flag issue has been completed. The product was returned, and the issue was confirmed. Data analysis: the log shows that after inserting the purge cassette successfully (s/n (B)(6), lot 1707586 ver 0.3) got the purge disc not detected - alarm (event set: #402) even though there is a presence of purge disc in the aic console (ic2855). Device analysis: the console was tested after arriving in fs. Upon visual inspection, the purge flag was missing. No dextrose residue was found, and purge retainer was in good shape. The "purge disc detect flag" was confirmed to be missing (disc detect flag - see attached image). Per the results of the clinical review and investigation, the root cause was determined to be a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the purge disc not recognized. The aic was successfully exchanged. There was no report of patient harm or injury.